Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while performing anastomosis, the device entered firing mode but would not fire. It was continuously tried for several times to get the handle and reload working. Another reload was used in order to complete the case. The surgical time was extended for 30 minutes or more. There was no patient injury.